Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the vacuum was little or none causing an unstable and fluctuating anterior chamber during a cataract procedure. In an effort to aspirate the remaining cortex, a posterior capsule tear occurred which necessitated an anterior vitrectomy. There was insufficient vacuum during the anterior vitrectomy which resulted in an incomplete anterior vitrectomy along with cortical remnants. The cassette was replaced with another cassette however they were not able to prime the new cassette and the system displayed a message. The remaining cortical remnants required a secondary procedure on a different day. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
This is the first complaint reported for this finished goods lot. A review of the device history records indicates the order was built to specification. Two wet and five unopened cassettes were visually inspected. The drain bag was detached from the drain bag tape, on the two wet sample, due to saturation. Both irrigation and aspiration luers were intact. Flare shape was observed in the blue socket fittings at the aspiration tubing insertion end. All five sealed paks and the two wet samples were tested using the console. All seven tested samples could be recognized and the service data could be retrieved from the console. The samples primed and tuned successfully and reached maximum vacuum with no system message code. On the unopened samples, the drain bags were lifted to allow liquid into upper portion of bag and check for leaks around the drain ports and upper seam. No leakage occurred. The drain bag tapes were adhered on the cassettes properly. The irrigation and aspiration flow rates were within specification. No drop presented from the irrigation luers after 5 seconds. No damage was found on the fittings. No leakage was detected from the tubing insertion to the fittings and to the cassettes. The samples functioned per specification. The root cause of the customer's complaint could not be established; the returned samples met specifications. (B)(4).

Event description:
The surgeon indicated the patient did have a secondary procedure. The patient is doing okay however still has a little inflammation.